Event description:
It was reported by service report that both foot end caster wheels would not roll freely. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: wheels.